Event description:
Edwards received notification of a pascal in mitral position where the procedure was aborted following unsuccessful procedural results using an ace and then a p10. The gradients were 9-10 mmhg and the mr reduction was minimal. Upon final assessment following removal of the pascal p10 their appeared to be a new, small flail noted. Mr was unchanged from baseline and the patient was hemodynamically stable. Md was not concerned and believed it was insignificant. There was no treatment required for the patient. No difficulties navigating the device and no dense chordal regions. Patient was inoperable and the ic was going to try to enroll her into a valve replacement trial. As per medical opinion, the perceived root cause of the flail was calcified, degenerative valve, and not device related.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. H3 other text : not returned.

Manufacturer narrative:
The complaint for chordae damaged in attempt to capture leaflet was confirmed with other empirical evidence. The clinical specialist was able to confirm the chordae damage was observed during the procedure. However, it was minimal as no further treatment is necessary, per medical opinion. The patient anatomical conditions and the procedural factors could have caused the chordae damage as the implants were used to treat mr. In addition, no manufacturing non-conformities were identified from the product investigation. Available information suggests that patient conditions (calcification/size/tethering of the leaflets) may have contributed to the reported event.